Event description:
The event reported was identified in an article summarizing intraocular lens (iol) exchanges that took place during the time period of 1998 and 2004. Out of 6,630 cataract surgeries, the article reports one instance where the intraocular lens was removed and replaced after the patient reported seeing a linear haze in the central visual field during the early postoperative period. Microscopic examination revealed a scratch/mark on the optical area of the lens.